Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Controls in place that could contribute to the reported issues. Per investigation performed, current controls are adequate to mitigate risks associated to the reported failure. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 405452 batch # 3277668. It was reported by customer that they felt "pop" which felt like dural puncture. However, after removing stylet there was no csf. Entire assembly removed at this point and tip of 4 11/16 in whitacre noted to be broken off. Verbatim: date of event: 7/18/24. Details of event: experienced attending was performing neuraxial. Switched to above packaged item after initial unsuccessful attempt with 3.5 in 27g whitacre. Shortly after switch felt "pop" which felt like dural puncture. However, after removing stylet there was no csf. Entire assembly removed at this point and tip of 4 11/16 in whitacre noted to be broken off. Patient/clinician/procedure impact: case completed after neuraxial performed on contra lateral side. Broken needle removed from paraspinous muscle by interventional radiology. No long term sequelae are expected. How you would like to receive communication: letter/email/call: e-mail (xxx). Contact person: name/address to receive package/phone number: xxx. He previously sent address. Product numbers (skus): lot #: serial #: see attached image for lot/serial numbers of the same product. Actual item was discarded. We also had a 3.5 in 27g whitacre break a few weeks prior which was previously reported.